Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was stated that the customer is pregnant and does not feel that the insulin pump is giving away the insulin that it states. No further info was provided.